Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 400 mg/dl on the continuous glucose monitor graph and 510 mg/dl on the meter. Reportedly, elevated bg level was due to a non-tandem infusion set unknown site issue. Customer declined to provide any additional information. The infusion set brand and manufacture was not provided.